Event description:
It was reported that during a da vinci s cardiac surgical procedure, the double fenestrated grasper instrument tip was blocked and not working. The surgical staff found the instrument "plastic cover" had fallen into the patient. The instrument piece was found and removed from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted. Per the information provided, the instrument fragment was retrieved from the patient and the procedure was successfully completed without incident.